Event description:
It was reported that the customer's blood glucose level was 420 mg/dl. The insulin pump was not delivering the full amount of insulin when she tried to bolus. The customer received external error, unexpected restart, displayable history check failed on startup, reset, and check setting alarms. The insulin pump was without a battery for a year. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.